Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the tracheal intubation fiberscope tested positive for two colony forming units (cfus) of microbes. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was not returned for device investigation. The device evaluation was unable to identify the root cause of the reported event. There was no report on the subject device being used in procedure after the suggested event was reviewed. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor complaints for this device.